Event description:
Patient was being turned when the 9.5" smallbore trifuse ext set w/3 microclave¿ clear pulled apart/disconnected at a place where the tubing could not be reconnected. Heparin was running in the line. Bag and tubing were replaced.